Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer one was not sensing closed. A field service engineer (fse) checked all connections and sensors, removed the drawer from station and found that latch arm sensor was cracked under a sticker. The fse replaced the latch arm to resolve the issue, returned the drawer to the station and verified that all rubber rail bumpers were in place. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the matrix drawer was not sensing as closed. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.